Event description:
Customer called to report a device had shut down during use and there was no alarm. The patient had just been transferred into the intensive care unit from the operating room. The nurse reported that epinephrine was being administered and when the device shut down the patient experienced hypotension and became unstable. The nurse reported the device had turned off one other time during use on this patient and that no alarm sounded. The nurse changed out the device, restarted the epinephrine and the patient's blood pressure stabilized. The biomed reported when he received the device that there were five modules attached. The pharmacist wanted to know if the device will shut down if a fifth module is attached. The customer stated that no further patient or event details are available. Information was provided to the customer regarding what would occur when a fifth module was attached. The module would not shut down but a message will scroll across the fifth module stating that there are already 4 modules and to remove the module.

Manufacturer narrative:
(B)(4). The event logs have been received, however we are still waiting for the customer's date set. A follow up report will be submitted with failure investigation results once the data set has been provided and the evaluation has been completed.